Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high and varying right ventricular (rv) and superior vena cava (svc) defibrillation impedances. Beginning (B)(6) 2015, the rv coil impedance was 164 ohm ¿ up from a trend of 40-60 ohms ¿ and continued to vary up to 200 ohms. The svc coil impedance was 252 ohm ¿ up from a trend of 60-70 ohms ¿ and continued to vary up to 328 ohms. (B)(4).

Event description:
It was reported that the right ventricular lead high voltage portion was possibly fractured. The high voltage lead impedances were high, while the pacing impedance was within normal limits. The lead was capped and replaced. No patient complications have been reported as a result of this event.